Event description:
The report received from the field indicated that after a diagnostic catheterization, the physician achieved hemostasis using a 5 fr. Exoseal vascular closure device (vcd). There were no reported product, groin issues, or deployment issues and the patient was discharged home. Three days later the patient returned for the scheduled percutaneous coronary intervention (pci) of the right coronary artery (rca) and complained of right leg pain at the access site for the diagnostic procedure. Access was obtained from the left groin and an angiogram of the right groin which demonstrated a pseudoaneurysm. The physician injected thrombin on the table but was not successful. The pci was not done at this time and the patient was referred to surgery for treatment/repair of the pseudoaneurysm. The patient's post-surgical course was complicated by two (2) pulmonary embolus events and an inferior vena cava (ivc) filter was inserted. The patient was then transferred to another facility for venous lysis. The patient is still hospitalized at this point and is awaiting the pci procedure. No additional information is available.

Manufacturer narrative:
Three days post deployment of an exoseal, the patient developed a pseudoaneurysm. The patient is a (B)(6) male who underwent a diagnostic heart catheterization with a 5fr ultimun st jude sheath to his right femoral artery. A exoseal vascular closure device 5 french was used to achieve hemsostasis after the procedure. The patient was discharged home without any problems reported that day. The patient was scheduled to return to the lab three days later for an intervention in the rca. However, the patient complained of pain in his right groin two days after the procedure. The following day, during his schedule intervention, the physician decided to access his left groin and cross over to perform an angiogram of the right femoral artery. The pseudoaneurysm was identified at this time and the patient did not have his intervention to the rca done. The physician tried to inject thrombin when he was on the table, but was unsuccessful and referred the patient to vascular surgery. The patient had surgery two days later to repair the pseudoaneurysm. The patient has two pulmonary embolus events after surgery for which placement of an ivc filter was conducted. After the filter was placed the patient was transferred to another hospital where he had a venous lysis done. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors to this event. The patient's increased age may have contributed to the reported pulmonary embolus experienced post surgical pseudoaneurysm repair. Without the return of the device for analysis, no determination regarding contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.